Event description:
The email received for the (B)(4) study indicated that during index procedure there was difficulty removing the angioguard rx. Pta was performed on an 85% occluded lesion in the proximal right internal carotid artery of 30mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The lesion was eccentric and severely calcified. A 5mm angioguard rx embolic protection device was successfully deployed and the lesion was pre-dilated. Then a 10x40mm precise pro rx stent was successfully deployed at the target site. During removal of the angioguard from the patient, the capture sheath did not engage the filter. However, the device was removed. There was no debris fond in the basket. The residual diameter stenosed measured 15%. The patient was neurologically intact upon leaving the angio suite.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that the product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. 'The recapture catheter could not be navigated beyond the midportion of the stent due to catching on the lateral wall of the stent." During filter retrieval, the retrieval sheath was being advanced while the filter wire was fixed. There was no filter basket deformation. Force was not required for withdrawal of the filter. During the procedure, the was filter distal enough from the lesion to prevent any interaction from the balloons/sds used. There was no interaction between the filter basket proximal markerband and the distal end of other devices used for the procedure. Once the basket was moved down to meet the capture sheath, the capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no difficulty capturing the filter basket into the capture sheath. There was no debris in the filter basket after removal. The user did not feel that any debris from the filter basket escaped during withdrawal. The filter basket was not suctioned prior to being withdrawn into the capture sheath and the angioguard successfully removed. "Recapture had to be done by pulling the angioguard device into the midportion of the stent." The email received for the (B)(6) study indicated that during index procedure there was difficulty removing the angioguard rx. Pta was performed on an 85% occluded lesion in the proximal right internal carotid artery of 30mm in length in a 5.0mm vessel diameter with mild vessel tortuousity. The lesion was eccentric and severely calcified. A 5mm angioguard rx embolic protection device was successfully deployed, the lesion was pre-dilated followed by successful deployment of a precise pro rx stent. During removal of the angioguard from the patient, the capture sheath did not engage the filter; however, the device was able to be removed by pulling the angioguard device into the midportion of the stent where the filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no filter basket deformation, force was not required for withdrawal of the filter and there was no debris found in the basket. The residual diameter stenosis measured 15% and the patient was neurologically intact upon leaving the angio suite. The patients medical history includes severe pulmonary disease, hyperlipidemia, cardiac arrhythmia, diabetes mellitus, coronary artery disease and hypertension with high risk criteria of severe pulmonary disease and age > 75. (B)(4). The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.